Manufacturer narrative:
This report is submitted on january 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and tinnitus with device use and subsequently was administered steroids (type and date not reported). The implanted device remains.